Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had "failed". The patient reported to the clinician that the lead had been programmed off "for years". The lead was explanted and replaced. No patient complications have been reported as a result of this event.